Event description:
The physician used a wilson-cook memory eight wire basket during the procedure. Following advancement of the basket into the accessory channel of the endoscope, the basket detached from the drive wire near the distal end. The basket was removed from the biliary duct using an extraction device. No pt injury was reported.